Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 31 mg/dl. Customer had treated their blood glucose with food. Troubleshooting found the customer's insulin pump was working as designed. The customer was advised to monitor their insulin pump. No add'l info provided.